Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer's mother reported that the customer received unspecified high readings on his adc freestyle libre sensor compared to unspecified readings obtained on the built-in reader. Customer experienced convulsions and a loss of consciousness and was incapable of self-treating so his mother treated him with "orange juice and cakes". No further treatment was reported. There was no report of death or permanent injury associated with this event.

Event description:
Customer's mother reported that the customer received unspecified high readings on his adc freestyle libre sensor compared to unspecified readings obtained on the built-in reader. Customer experienced convulsions and a loss of consciousness and was incapable of self-treating so his mother treated him with "orange juice and cakes". No further treatment was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for all fs libre sensors within expiration at the time of complaint were reviewed, and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint.  The manufacturer of freestyle libre sensors was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint.  Clinical data was reviewed for the fs libre sensors, and confirmed that fs libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for fs libre sensors was reviewed and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was completed for the reported complaint and fs libre sensors, no tripped trends were observed. If the product is returned, the case will be re-opened and a physical investigation will be performed.